Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. Patient reported an issue with infusion set tape sticking. The infusion set was in use for five days. No further information available.